Manufacturer narrative:
The c701 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for altpm- alanine aminotransferase (altpm) on a cobas 8000 c 701 module. The initial result was 192.8 u/l. The repeat result was 18.0 u/l. The customer repeated the sample due to the difference in historical altpm results for the patient. Repeatability testing on the sample was performed with results between 17.4 u/l and 20.1 u/l confirming the result of 18 u/l.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The altpm reagent lot number and expiration date were not provided. An abnormal reaction was observed on the reaction monitor data provided for the initial result. For the repeat result, a normal reaction was observed. The precision check results suggest issues with sample pipetting, the ultrasonic mixers, and all cell rinse functionalities. During a review of the alarm trace data, several abnormal aspirations, abnormal cell blank, and incubator bath water exchange alarms were observed. The field service engineer (fse) replaced the rinse station tubing and adjusted the cuvette level. The service actions resolved the issue.